Event description:
It was reported that an ilet user experienced inconsistent insulin dosing following meal announcements, describing that some meals resulted in insufficient insulin and subsequent hyperglycemia while others resulted in excessive insulin and subsequent hypoglycemia. The user requested a factory reset and was transferred for additional assistance, and oral glucose was used to treat low glucose. Symptoms included hyperglycemia and hypoglycemia ranging from 53 mg/dl to 275 mg/dl. Outcomes included minor injury of hypoglycemia with no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to announcing incorrect size meals. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.